Manufacturer narrative:
(B)(4).

Event description:
It was reported that three fibers broke during a procedure and that one of the fiber breaks resulted in a burn to the finger of the physician. It was not reported which of the three fibers was associated with the adverse event. It was reported that no intervention for the burn to the physician was required. There was no report of any pt injury was a result of this event. Reference MFR report numbers 2937094-2012-00279 and 2937094-2012-00280 regarding the additional fibers used in the procedure.